Manufacturer narrative:
Quality assurance analysis of returned device revealed that the delivery system was returned with the balloon inflated to 4 atmospheres. A pin hole leak was noted in the proximal taper of the balloon, as well as in the c-flex in the same location. Quality engineering concluded that the scratch on the balloon may have occurred during the manufacturing process. The scratch likely opened to a hole during the inflation process, and caused the leakage into the elastic membrane resulting in the appearance of an oversized inflation of the balloon. A review of the manufacturing records for this lot revealed no non-conformities. Quality engineering has concluded that no corrective action is warranted at this time. The frequency of this type of product issue is low based on the number of units sold. Quality engineering will continue to monitor for this type of product issue. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that while deploying the stent, the balloon appeared to be oversized in length because it filled with contrast both within the balloon, and in the membrane, proximal to the balloon. The physician was able to deploy the stent successfully at 7-8 atms with a good result.